Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube- there were inflammatory reactions') and fallopian tube perforation ('left fallopian tube with perforation of essure noted to be just superior to the fallopian tubal cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic left salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and salpingitis to be related to essure. The reporter commented: three coils trailing on the left, 2 coils trailing on the right post-essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube- there were inflammatory reactions') and fallopian tube perforation ('left fallopian tube with perforation of essure noted to be just superior to the fallopian tubal cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic left salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2010. At the time of the report, the salpingitis and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and salpingitis to be related to essure. The reporter commented: three coils trailing on the left, 2 coils trailing on the right post-essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.